Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015. Device evaluation:the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during testing, the display lens was observed to be scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display reportedly was scratched and there was no indication as to whether or not the user was able to read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.